Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2023 of a viewflex xtra ice device from (B)(6) reported to have poor image quality. The device was also reported to be bent and had a crack in the tip. Innovative health received the device for evaluation on 5/4/2023. Upon investigation, the fracture on the device tip was confirmed. The tip did not fall off completely and was attached to the shaft. The fractured tip likely contributed to the poor image quality reported. No injury was reported.

Event description:
The device was reported to have poor image quality during a procedure. The device was reported to be bent and have a crack in the tip. No injuries were reported.